Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose level went up to 600 mg/dl. When she removed the site it bled. The customer traveled and the insulin pump was exposed to metal detectors and x-rays at the airport. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 alarm test due to moisture damage noted in force sensor resistor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms noted and the motor tested ok. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.